Event description:
It was reported via repair work order that the lift was stuck in an elevated position as the cpu board was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.